Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: device failed an incoming vxi test (low battery reset), the test was rerun 10 times and the device passed. Analysis also found that the upper and lower cases and battery drawer were broken, the bail cover was broken and contaminated, the battery contacts were compressed, the ring was bent and the keyboard was scratched. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.